Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and severe abrasion on the mating surface of the actuator as well as tool damage to the cam lobes. Damage to the device prevented functional testing, however this damage to the spacer indicates the break was likely due to deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states do not force deployment or implant breakage or damage to bony structures may result, and to avoid application of excessive stress on instrumentation as well as should any resistance be encountered during deployment of the superion implant it may be suggestive of interference between the implant and bony anatomy e.g. Lamina, hypertrophic spinous process, and or suboptimal implant positioning and are among the risks associated with the procedure.

Event description:
It was reported that during a superion indirect decompression system implant procedure that the screw on the top of the spacer implant broke. The broken implant was replaced, and the procedure was completed successfully.

Event description:
It was reported that during a superion indirect decompression system implant procedure that the screw on the top of the spacer implant broke. The broken implant was replaced, and the procedure was completed successfully.